Manufacturer narrative:
A product development investigation was performed for the subject device. 1 x 513.035 drill bit ø1.3 l46/34 2flute / lot no. Sx412379 as received condition: the fluted tip is broken off 513.035: no manufacturing related issues that would have contributed to this complaint condition were found. The sample of the hardness during manufacturing of the products has shown no deviations. Based on the provided information we are not able to determine the exact cause which has led to this breakage. The visual inspection has shown that approximately 10 mm from the fluted tip section is broken off. The broken off tip was not returned for evaluation. The drill bit shows no other damages or signs of use. The review of the device history record revealed that this drill bit was manufactured in december 2007 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The sample of the hardness during manufacturing of the products has shown no deviations. Based on the provided information we are not able to determine the exact cause which has led to this breakage. It is likely that a mechanical overloading situation has caused this breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 513.035, lot # sx412379: manufacturing location: selzach, supplier: external supplier sphinx werkzeuge ag, manufacturing date: 12.dec.2007: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that that during an unknown surgery performed on (B)(6) 2017, three (3) drill bits broke during the procedure. Two of the tips were implanted in the patient, but there was no impact or consequence to the patient. No surgical delay is reported. Procedure was completed successfully. This report is for one (1) 1.3mm 2 flute drill bit/46mm. This is report 2 of 3 for complaint (B)(6).